Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment from the site on (B)(6) 2025. The blood glucose level was 353 mg/dl and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.